Event description:
Hair-like foreign matter was found inside of the sterile pouch during labeling process at (B)(6). Outer product box and sterilized pouch were intact, and the seal of the pouch was not opened. The actual product had no damage. There were no anomalies except for this failure. The product had been already this condition when it was delivered. The product was handled and stored as usual procedure. It was not shipped out of (B)(6) and not clinically used. The product was neither re-sterilized nor re-packaged. The picture of the failure point was uploaded. The product will be returned.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
Hair-like foreign matter was found inside of the sterile pouch during labeling process at (B)(4). Outer product box and sterilized pouch were intact, and the seal of the pouch was not opened. The actual product had no damage. There were no anomalies except for this failure. The product had been already this condition when it was delivered. The product was handled and stored as usual procedure. It was not shipped out of (B)(4) warehouse and not clinically used. The product was neither re-sterilized nor re-packaged. The picture of the failure point was uploaded. The product will be returned. One sterile smart control, iliac 6x100ml was received inside original plastic bag and box. One lash was observed inside pouch. No more anomalies were found. One lash was observed inside pouch was measured and found out of specification parameters. During the microscopic analysis one lash was observed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported complaint of foreign material inside the sterile pouch was confirmed. The exact cause for the failure has been determined to be related to the manufacturing process and an internal investigation was opened to address the issue.